Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the patient was very upset and told that they had an implant where the wires were coming loose from the device and protruding through their skin which created a tent like shape of their skin. It was reported that they had this happen after the first implant and also after the reimplantation. Clarified that the leads dislodge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.